Event description:
Davinci robot- davinci fenestrated bipolar:while grasping a suture a wire became exposed out of the tip of the device. Device was removed from the trochar safetly patient was without harm. A new fenestrated bipolar davanci arm was obtained and inserted into trochar. No harm to patient.